Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus ic2, indicating that the device touch screen malfunction. The device was not in clinical use, therefore no patient or user harm.